Event description:
The reporter stated the surgeon inserted an eyeonics lens but the trailing plate tore coming out of the injector. The incision was enlarged to remove the lens. Another same type lens was implanted and sutures were required. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger/ overrode iol. The patient's current prognosis is good.